Event description:
It was reported that in stent restenosis occurred. The 90% stenosed target lesion was located in the left circumflex artery. A promus element drug-eluting stent was placed in the in-stent restenosis lesion that has been treated in a clinical trial procedure. The defective device was already inside the patient's body and was unable to recover.